Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the device had a blank display. Customer's blood glucose was unknown. Customer was advised the device will be replaced. Customer will not be returning the device for analysis.

Manufacturer narrative:
Device was received with missing segments/partial display due to cracked lcd glass. Unable to perform the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to missing segments/partial display